Event description:
During a follow-up, externalized conductor was suspected at two locations between the svc and rv coils via review of cineangiography. Review of fluoroscopy provided to sjm confirmed the externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.